Manufacturer narrative:
(B) (4). The device was received. Investigation is not completed.

Event description:
Device issue: suture break. Time of device issue: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, when harvesting the sutures, the sutures became loose at the cuff. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effect. No add'l info was provided.